Event description:
Pt admitted to hosp for pacemaker lead replacement. Evaluation of pacemaker lead in office revealed progressive deterioration of the insulation as evidenced by decrease in pacing lead impedence below a safe level. The pt was not pacemaker dependant and was being monitored closely. The lead is polyurethane and has been recalled because of insulation breaks. The lead was unable to be removed and was capped and left in.